Manufacturer narrative:
On 01/17/2020, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation/ cancer diagnosis. Concomitant products: mentor smooth round high profile 330cc saline prosthesis, catalog # 3503330, serial # (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent primary breast augmentation with a mentor smooth round high profile 330cc saline prosthesis experienced right sided deflation post procedure. The patient stated that shortly following a mammogram the implant began to deflate. The mammogram did not show any abnormal findings. A sonogram performed on an unknown date showed a mass budding behind the deflated implant. The patient had a diagnosis of stage I-ii invasive lobular cancer. The root cause of this diagnosis was not indicated. The device was explanted on (B)(6) 2019.